Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
In the year 2016, an epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. Three years after the implant in (B)(6) 2019, the epic valve was explanted due to a tear from leaflet thinning, and was replaced with a carpentier-edwards perimount magna mitral ease (manufacturer: edwards lifesciences). Upon explant, no calcification was observed on the epic leaflets. Further information was requested but not received. There is no problem reported on the patient postoperatively.

Manufacturer narrative:
The reported event of the leaflet tear could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.